Event description:
It was reported that there was no image on the 6800 system. No patient injury was reported.

Manufacturer narrative:
A ge svc representative performed an on site investigation. The cpu upgrade kit was installed during the service call. The system was tested and found to be working as intended and put back into service.